Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issue"). The patient was treated with surgery (underwent a removal procedure). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included speech disorder, ovarian cyst, vaginal bleeding and painful intercourse. Previously administered products included for an unreported indication: metformin. Concurrent conditions included memory disturbance, seizures, headache, migraine, weight gain, acne, pap smear abnormal, urinary incontinence, dysplasia, pelvic pain and dysmenorrhea. Concomitant products included ibuprofen (motrin), levetiracetam (keppra), montelukast sodium (singulair), ondansetron (zofran), ondansetron hydrochloride since 2007, topiramate (topamax), topiramate since 2007 and trazodone hydrochloride (desyrel). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), 1 month 12 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual issue"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"), depression ("depression/psych injury"), anxiety ("mental anguish/ psych injury"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy- full). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, dyspareunia, abdominal pain and weight increased had resolved and the menstrual disorder, depression, anxiety and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, general abnormal bleeding, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. New events added: abdominal pain, general abnormal bleeding, weight gain. Outcome of the events vaginal bleeding, dysmenorrhea, menorrhagia, general abnormal bleeding, weight gain were updated to recovered/resolved. Outcome of the event pelvic pain was updated to recovered/resolved from recovering/resolving. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual issue"). The patient was treated with surgery (underwent a removal procedure). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformant data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included speech impairment nos, ovarian cyst, vaginal bleeding and painful intercourse. Previously administered products included for an unreported indication: metformin. Concurrent conditions included memory disturbance, seizures, headache, migraine, weight gain, acne, pap smear abnormal, urinary incontinence, dysplasia, pelvic pain and dysmenorrhea. Concomitant products included ibuprofen (motrin), levetiracetam (keppra), montelukast sodium (singulair), ondansetron (zofran), ondansetron hydrochloride since 2007, topiramate (topamax), topiramate since 2007 and trazodone hydrochloride (desyrel). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), 1 month 12 days after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issue"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the menstrual disorder, vaginal haemorrhage, depression, anxiety, dysmenorrhoea and vaginal discharge outcome was unknown and the menorrhagia, nausea and dyspareunia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2019: pfs received. Height and concomitant drug added. Events vaginal bleeding, menorrhagia, depression, mental anguish, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and vaginal discharge added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.